Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose leading to diabetic ketoacidosis. The customer blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 190 mg/dl. Customer stated that he was hospitalized due to the infusion set. Customer also stated that the infusion set was changed and he started vomiting. The insulin pump will not be returned for analysis. Frn-mmt-332a, unomed inf set, ozp-7020-snsr.